Manufacturer narrative:
(B)(6).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015 to report a continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was also reported that on (B)(6) 2015 the patient was receiving inaccuracies showing a difference of 150mg/dl to 200mg/dl between the cgm compared to bg meter. There was no report of any injury or medical intervention. No additional even or patient information is available.